Event description:
(B)(4). Event occurred in the united states. The patient reported that the tubing fell off when the patient changed infusion set about a month ago. The site was at the right abdomen and the pump was on his lap at the time. He was just putting the set when the issue occurred. Reportedly, the infusions were stored in his house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.